Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. As a result, the patient may be awaiting ipg replacement.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.